Event description:
Reporter wore patch on lower back for a few hours and received burn in patch area. She saw doctor, who diagnosed reaction as second degree burn. He prescribed silvadine cream and pain medication for treatment.